Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2018-02292. It was reported the patient had ineffective stimulation since having an automobile accident months ago. X-rays taken confirmed the leads had migrated from t8/t9 to t10/t11. Surgical intervention will be taken to address the lead migration.